Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, that there is a possibility that there was no sensor wire attached to the bottom of the sensor pod upon removal of the sensor. No additional event or patient information is available.